Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, the resections of duodenum, gastric body, and small intestine were successful. On the 6th firing on y-anastomosis, the surgeon confirmed that the green buttons flashed, then the surgeon double clicked the lower rotation button, confirmed the device entered slower speed mode, then tried to fire the device, however it did not react. Replaced by a new device to complete the case. There was no patient injury.